Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in the left circumflex artery. A xience prime stent was implanted; however, an edge dissection at the distal part of the stent was noted. Another xience prime stent was implanted to treat the dissection. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU), as a known patient effect of coronary stenting procedures. Although a relationship between the reported patient effect and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
Additional information: the xience prime stent was deployed at 14 atmospheres. No additional information was provided.